Manufacturer narrative:
Corrected: d4 - lot number corrected: h6 - device codes e1: initial reporter facility name - (B)(6) hospital.

Event description:
It was reported that catheter issue occurred. The target lesion was located in the severely calcified left anterior descending artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the withdrawal, the device was stuck with the unknown guidewire. The guidewire was noted to have an abnormal appearance. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the chronic totally occluded target lesion was in a moderately to severely calcified and non-tortuous left anterior descending artery. During the second pullback, the catheter became stuck in the vessel and wrapped around the guidewire. After several pushes and pulls, the physician managed to remove the device from the body. The patient status was stable.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6). The device was returned for analysis. The catheter was returned with the guidewire. Visual and microscopic inspection revealed that the imaging window was twisted and entangled.

Event description:
It was reported that catheter issue occurred. The target lesion was located in the severely calcified left anterior descending artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the withdrawal, the device was stuck with the unknown guidewire. The guidewire was noted to have an abnormal appearance. The procedure was completed with another of the same device. No patient complications were reported. The patient is stable. It was further reported that the chronic totally occluded target lesion was in a moderately to severely calcified and non-tortuous left anterior descending artery. During the second pullback, the catheter became stuck in the vessel and wrapped around the guidewire. After several pushes and pulls, the physician managed to remove the device from the body. The patient status was stable.

Event description:
It was reported that catheter issue occurred. The target lesion was located in the severely calcified left anterior descending artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the withdrawal, the device was stuck with the unknown guidewire. The guidewire was noted to have an abnormal appearance. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Initial reporter facility name: (B)(6).